Event description:
Customer reported a crack screen and stated that they are unable to read the screen due to a rainbow type of ink blotch in the background. The crack was noted to be from the top of the screen to the bottom. Customer's current blood glucose reading is 127 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.